Event description:
It was reported that during a laparoscopic colectomy procedure, while creating the anastomosis, the device was fired but no staples deployed. There was massive bleeding. The bleeding was controlled by forceps and hand sewing. The patient is okay. No blood products were required.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.